Event description:
Report received from an abbott international affiliate of an unrequested bolus delivery which stated the following: "the drug being infused was morphine. Staff are not sure how much morphine the pt received when the unit self-activated. 6mg over the preceeding hour to when staff witnessed activation. The pump was on the pca mode, a 1.0mg bolus with 5-minute pt lockout and 100mg total amount. The prceeding hour, pca demand 66 to 83, pca delivery 34 to 40. On inspection of the handset, there was exposed and frayed wire where the lead joins into the handset button. The handset button had passed an electrical safety check in 2/2004. The handset was replaced. The pt reported feeling drowsy." Though requested, no additional info was provided.